Event description:
It was reported that this right atrial (ra) lead should be revised. Boston scientific technical services (ts) advised patient to see the physician for clarification. This right atrial (ra) lead remains in service. No adverse patient effects were reported.